Event description:
Patient implanted with prodisc-c (large, 6mm) at c4-c5. Chronic pain reported. Prodisc-c removed and patient revised to anterior fusion.

Manufacturer narrative:
This info was not provided during initital report. Additional information has been requested. Synthes is unable to determine manufacturing site of manufacturing date without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided.